Manufacturer narrative:
The insulin pump passed the functional tests including the unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There was no excessive no delivery alarm, no unexpected restart test alarm, no battery out limit, no bad battery, unexpected off no power alarms noted after battery change. The device and all buttons functioned properly during testing; however corroded keypad traces were noted during visual inspection. No button error alarm was noted. The insulin pump received with minor scratched lcd window, cracked reservoir tube lip, and scratched casing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's relative reported via phone call that the customer had high blood glucose and a button error alarm. The blood glucose at the time of the incident was greater than 500 mg/dl. The customer used manual injection to treat her high blood glucose and it went down to 346 mg/dl. Troubleshooting was not performed because the customer declined. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.